Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating a failure of the system speaker. It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate the device speaker was faulty. The device speaker was replaced to resolve customer's issue. Reporting institution phone # (B)(6).